Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box data showed that partially discharged batteries had been installed on (B)(6) 2017 resulting in low battery warnings replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage. There was corrosion observed in the battery compartment. A leak test was performed and no leaks were found. The battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was noted that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.